Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device due to difficulty cycling fluid into the cylinders while using the tenacio pump. The physician reported that the device was able to cycle fluid appropriately when assessed in the operating room. A surgical procedure was performed in which the tenacio pump was removed and replaced with an ms pump. There were no patient complications reported.